Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer had a black screen. The power was cycled, but the black screen was still there. Technical support (ts) recommended the programmer be powered down and all peripheral items removed. When the programmer was powered up again, the screen was still black. The programmer will be returned for repair. There was no patient involvement.